Manufacturer narrative:
.

Event description:
The patient was experiencing a lot of pain at the implantable neurostimulator (ins) site. When the ins was touched, the patient reported the "pain nearly killed me"; the implant was in her back. During surgery, they found pus and a staph infection. The ins was explanted. The patient had a new implant in 2009.